Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, low flow alarms were confirmed through the evaluation of the submitted log files; however, a specific. Cause for this event could not be determined through this evaluation. The submitted controller event log file showed the pump operating as intended. On (B)(6) 2024, the file captured transient low flow hazard alarms. Of note, the low flow alarms were associated with elevated pulsatility index (pi) values. On (B)(6) 2024, the file captured the driveline being disconnected from the controller, causing the pump to stop. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events, including bleeding, stroke, multiple types of organ failure and dysfunction (including right heart failure), and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6, under ¿anticoagulation¿, outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6, under ¿right heart failure¿, also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while inpatient, the patient experienced neurological changes that prompted computed tomography (CT) and a spontaneous cerebral hemorrhage was noted with accompanying hydrocephalus. The patient was still on heparin with partial thromboplastin time (ptt) 40-60 and therapeutic. The team reported no falls or trauma. All anticoagulation was held and reversed. The patient returned to the operating room for an craniectomy and external ventricular drain (evd) replacement. The patient continued to decompensate requiring vasoactive mediations experiencing low flows on both the heartmate 3 and the right ventricular assist device (rvad). The rvad was removed on (B)(6) 2024. The patient continued to decompensate into multiorgan failure and lost neurological activity due to brain herniation. The family chose to make a do not resuscitate (dnr)/ comfort care and passed away on (B)(6) 2024. Log files were submitted for evaluation that captured the start of low flow events on (B)(6) 2024 at 21:44:43. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5lpm. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) is dynamic and elevated. The low flow events continued until 21:45:59. The lowest flow reading was 2.2 lpm during this period. On (B)(6) 2024, it was noted that the fixed speed was adjusted multiple times.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.